Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. The instruction manual has already warned angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
Olympus was informed that during an unspecified bronchoscopy, the part of the subject device tore when a syringe was inserted into the subject device and was withdrawn from the subject device. No fragment fell off within the patient and there was no patient injury report related to this event. Olympus tried to obtained detailed information on the event, but no additional information was provided.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".